Manufacturer narrative:
There was no button error alarm during testing. The insulin pump had an unresponsive up button due to moisture damage on the keypad traces. The device had minor scratches on the lcd window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 130 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the device was in their pocket and they are receiving a button error alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.